Event description:
(B)(4). I got essure to prevent from having more children, my implant dr. Knew I had a nickel allergy and told me there was no nickel in the coils, now a year later I find out that I have 2 coils on my left side and their not even in my tube. One is poking out of my tube and the other is poking into my ovary. My right side is migrating into my uterus, I now suffer from autoimmune disease from hashimoto thyroiditis, I have to get this under control before I can have my hysterectomy.